Manufacturer narrative:
Concomitant medical product: 4524 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead degraded over time and exhibited low impedance and changes in threshold. It was also reported that the lead was adhered in the superior vena cava (svc) and insertion of the 7fr catheter was abandoned and 6fr catheter was inserted instead. The lead was capped and replaced. No patient complications have been reported as a result of this event.